Manufacturer narrative:
Block e1: the initial reporter's phone number is (B)(6). Reported here as it exceeded the maximum character limit of the field. Block h6 imdrf device code a0501 captures the reportable investigation result of inner sheath detached. Block h11: an axios stent and electrocautery-enhanced delivery system was returned for analysis. Visual examination of the returned device found the stent fully expanded and deployed. The inner sheath was not returned it was detached. Additionally, the catheter freely moved through the luer and the slider could be moved to its original position without no resistance. On the other hand, it was necessary to disassemble the delivery system to identify the torsion (rotational damage) and the sheath was not found twisted (outer sheath). The reported event of stent failure to deploy cannot be confirmed as it was observed on the analysis that the stent fully expanded and deployed. The inner sheath was not returned, and it was detached. Additionally, the catheter freely moved through the luer and the slider could be moved to its original position without no resistance. Based on the available information review and analysis of all available information indicated the most probable cause is no problem detected. A labeling review was performed and, from the information available, this device was used in a manner inconsistent with the IFU (instructions for use)/product label. The complainant reported that the entire handle was rotated as the device was luer locked to the scope. The axios stent and electrocautery enhanced delivery system instructions for use state rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope.

Event description:
It was reported to boston scientific corporation that an axios stent and electrocautery enhanced delivery system was to be implanted transgastric to the pancreas to treat a pseudocyst during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2025. During the procedure, in the attempt to deploy the stent, it was stuck in the catheter and could not be deployed. The hot axios was then removed together with the catheter. Another axios stent was used to complete the procedure. There was no patient complications reported as a result of this event. Note: it was reported that the entire handle was rotated as the device was luer locked to the scope. The axios stent and electrocautery enhanced delivery system instructions for use state "rotate the winged luer lock clockwise to secure the delivery system handle to the echoendoscope." Note: this complaint has been deemed MDR reportable based on the investigation results that found that the inner sheath was detached and not returned.